Manufacturer narrative:
This report is being supplemented to provide additional information based on the endoscopy support specialist (ess) dispatched visit to the user facility. The ess observed reprocessing technicians reprocess gif-h190 due to a failed atp test. Upon observation, technicians expressed that they have not had any failed atp tests on said model scope but rather on another model. Minor steps were missed during the reprocessing of the scope which could have led to a failed atp test. Ess observed the technicians not inspecting the leak tester prior to usage, missed the wipe down in detergent and did not clean the channel openings. The customer uses a non olympus automatic endoscopic reprocessor (aer). The ess reviewed the instructions for use (IFU) with personnel and corrected any deviations against the IFU. If additional information becomes available at a later date, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the updated investigation, it is likely the suggested event occurred due to the user understanding differed from olympus recommendation in device handling and/or reprocessing steps. Olympus specialized staff already provided training in the correct handling. The root cause of the suggested event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the customer¿s allegation. Limited information was obtained from the customer and the information that had been provided, did not suggest that there had been a deviation from the instructions for use (IFU). Additionally, the device did not undergo further testing, therefore, the customer's allegation could not be confirmed. IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ if additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope failed adenosine triphosphate test (atp) and was not sampled and cultured. The issue was found during a routine culture of the scope. The scope was cleaned and sterilized. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, label peeling, eto valve leak, low angulation, distal end cover cracked, angle rubber glue cracked, and insertion tube scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.